Event description:
While on the line with technical support, pt stated that the device generated a result of "lo" (< 10 mg/dl) without having first applied blood or control solution to the test strip. No actions were taken or treatment was rec'd reportedly. A request was made of the return of the suspect device and replacement was sent.